Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was displaying the battery indicator symbol. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 8:30 am the patient noted the reported meter was displaying the battery indicator symbol; he was unable to obtain a blood glucose reading. According to the owner's booklet, this meter will display the battery symbol when there is no longer enough power to perform a test; the battery must be replaced. After the use of the meter, the patient took his usual dose of the oral diabetes medication glucotrol (glipizide) 5 mg. At 9:00 am the patient experienced the symptoms of blurred vision and thirst. He did not seek any medical attention or treatment. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new replacement battery available. The meter, test strips and control solution were replaced. The patient did not replace the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose level due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.